Event description:
During a rotator cuff repair the head of the anchor broke off. The patient had excellent bone quality. The surgeon did not pre-drill the insertion site prior to placement of the anchor. A delay of one-hour took place to remove the broken anchor from the patient's bone. The procedure was completed using another device.